Event description:
The system 5 reciprocating saw was sent for service and it was noted that the trigger assembly melted. There was no pt involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is in progress; additional info will be submitted once the quality investigation is completed.